Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned articular surface identified signs of wear (nicked, gouged, micro motion, discoloration) and the dovetail feature is flared. Also has extreme wear, not certain if all pieces were returned. Additionally, the femoral or tibial components were not returned nor were pictures provided. DHR was reviewed and no discrepancies relevant to the reported event were found radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: marked narrowing of the medial right knee arthroplasty joint space with metal-on-metal contact and valgus alignment secondary to polyethylene wear/fracture, intra-articular ossific bodies and small metallic densities, and joint effusion. It was reported that the patient was involved in two motorcycle accidents and jumped off the back of her utility vehicle. With the information provided a contributing root cause was found to be patient related for the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00596204010 - articular surface - 62335209. 00576401552 - femoral component ¿ 62334333. 00597206535 - all poly patella - 62278936. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02513, 3007963827-2019-00181.

Event description:
It was reported that the patient was revised approximately 6 years post implantation due to poly fracture and pain. The surgeon also noted that the repeated injury to the poly is likely due to the patient jumping off the back of her utility vehicle and personal injuries. Attempts have been made, and no further information has been provided.